Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump slowed for some seconds, then would rotate normally for about half rotation. This repeated for a while, with about half a rotation between each slow down. As a result, an alternate device was employed. The surgical procedure completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on 08-aug-2017: the roller head has stopped three or four times since (B)(6) 2017 with no audible alarms or messages observed on the local display or on the central control monitor (ccm) of the system. Recently, on (B)(6) 2017, the perfusionist (ccp) was using the same roller head in the cardioplegia (cpg) position during cpb, and the pump stopped with no audible alarm, nor visual display on the local pump or ccm. The ccp was able to change the disposable to another roller head and continue the procedure without delay. The amount of cardioplegia delivery to the patient was unknown, during this dosing period. Once the roller head was changed out, the delivery amount was tracked and accurate. The incident did not delay the surgical procedure, and the patient was weaned from cpb without issue according to the ccp on the case. There was no blood loss, and no harm was observed.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the main bearing to be leaking grease onto encoder ring, causing belt slip error messages-step/stopping. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2017 as well as earlier dates. The log was exported on (B)(6) 2017 and only covers that date. The log does not cover the complaint date. In the log there are many vmot voltage range errors and display supply errors and some possible resulting reboots. Service records show the pump has not had the main bearing replaced since initial manufacture, indicating it has the generation one bearing. The device was returned to the customer unrepaired per customer's request. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.